Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve a pre-implant balloon valvuloplasty (bav) was pe rformed. During the bav stage, complete heart block (chb) occurred. Subsequently, the valve was implanted in the patient. The chb resolved at an unspecified point prior to the completion of the procedure. Following the operation, a contrast study revealed a deviat ion extending from the abdominal aorta to the front of the aortic arch. Antihypertensive medication was considered. Additional information was received to report the chb resolved during the pre-implant bav. Per the physician, the delivery catheter system (dcs) and sheath (manufacturer unknown) contributed to the abdominal aorta deviation. It was further clarified the insertion angle of the sheath and the force applied to the dcs caused the deviation. A permanent pacemaker was implanted "two or three days after" the aortic valve implant procedure.

Manufacturer narrative:
Updated data: d. This is a system report. The section d information is for the primary device, which was in use with the evolut fx valve; serial: (B)(6) b5. A second paragraph was added. H6. Eval code method applies to the delivery catheter system. Additional codes. Corrected data: the initial medwatch was submitted with aortic dissection related codes; however, there was no report of an aortic dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that corrected previously reported information indicating that a thoracoabdominal aortic aneurysm did not occur.

Manufacturer narrative:
Corrected data: b5. D4. Full UDI was added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve a pre-implant balloon valvuloplasty (bav) was performed. During the bav stage, complete heart block (chb) occurred. Subsequently, the valve was implanted in the patient. The chb resolved at an unspecified point prior to the completion of the procedure. Following the operation, a contrast study revealed a deviation extending from the abdominal aorta to the front of the aortic arch. Antihypertensive medication was considered.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 serial (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the chb recurred on the day of the implant procedure. Further information was received that clarified previously reported information indicating that "deviation" meant "dissection", and a thoracoabdominal aortic aneurysm was observed.

Event description:
Additional information was received that a non-medtronic sheath was used during the procedure. The dissection occurred after the sheath was inserted, but the dissection was first observed following withdrawal of the sheath at the end of the procedure. Vasopressor treatment was provided. It was further reported that "meandering of blood vessels" contributed to the injury.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.